Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. The uterus was calcified and fibrotic. During the procedure, the blades on two handpieces stopped turning. After the second handpiece stopping rotating, the first handpiece was connected again and it worked for a short period of time before it stopped working again. They thought that there was not enough power in the motor drive unit to operate the handpieces. The surgeon did some morcellating manually but it did not result in any adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012.in addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-05789 and medwatch 2210968-2012-05788. The same patient is represented in each medwatch.